Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
Information was received based on review of a journal article titled, "long-term follow-up of anatomic graduated component total knee arthroplasty¿ which determined survival rate, clinical performance and radiologic results of an anatomic graduated component (agc) total knee arthroplasty (tka). The study followed one-hundred ninety two (192) patients who received two-hundred twenty-seven (227) biomet agc knees between 1987 and 1992. The journal article reports, after a follow-up time of 20 years, 74% of patients died, but of the remaining patients, there was an 87% survival rate. If no problems with the tka were described at the last visit, it was presumed that there were none at the time of death because the arthroplasty had not been revised. The journal article further reports that revision procedures occurred due to the following reasons: five (5) revisions due to infection. Eight (8) patella revisions due to aseptic loosening. One (1) patella revision due to fracture as a result of patellar loosening. Two (2) revisions due to aseptic loosening of the tibial plateau. One (1) revision due to septic loosening of the tibial plateau and patella. The article concluded that agc total knee prosthesis has good results 15 to 20 years after initial surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint to address eight (8) patella revisions were identified in the article due to aseptic loosening on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.